Event description:
It was reported the patient died approximately one month after device implant. The cause of death has been requested and not received.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Analysis summary - (B)(4) no anomalies found. Lead model 5076 no anomalies found. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4) no anomalies found.

Event description:
It was reported the patient died approximately one month after device implant. Follow up revealed the death certificate reported cause of death as cardiopulmonary arrest due to valvular heart disease. No autopsy was done.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Analysis summary - (B)(4) no anomalies found. Lead model 5076 no anomalies found. Without a lot number or device serial number, the manufacturing date cannot be determined.